Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up the device failed to interrogate. The patient's heart rate significantly dropped and the device failed to properly pace. The device was explanted and replaced. The patient was stable before, during and after the surgery.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench and no anomaly was found. The original battery was returned to the manufacturer for further analysis and no anomaly was found. The cause of the battery depletion could not be determined.